Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a cracked motor collar was confirmed during product evaluation. The root cause was assigned to a broken tube load motor collar. The motor collar was replaced to fix the reported condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with cracked motor collars, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however the reported condition occurred in the biomedical service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.